Event description:
Received the essure procedure in 2011. Got pregnant in 2013. Was told this was a permanent birth control. However I had my son and he had a low birth weight and the coils from the essure are still in my tubes. I still have abdominal cramping every now and then.